Event description:
It was reported that the patient's implantable cardiac monitor exhibited a bluetooth telemetry issue. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of the app stuck on re-try was confirmed. Based on the information provided, it was determined that the device was using slow ble, due to low battery, and therefore when the app would try to read large amount of data, the link between the device and the app would become disconnected. The device was performing per design.

Manufacturer narrative:
The reported event of the app stuck on re-try was confirmed. Based on the information provided, it was determined that the device was using slow ble, due to low battery, and therefore when the app would try to read large amount of data, the link between the device and the app becomes disconnected. Additionally, it appears that the mobile phone failed the security handshake; thus, the phone has been deemed as incompatible for pairing. The root cause of the app being stuck on re-try was determined to be due to an incompatibility with the mobile phone.